Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an analyzer session there was a little noise. After connecting the analyzer to the atrial lead the analyzer received no signal. The user attempted to swap out an adapter but there was still no signal. The user then swapped to another programmer and received signal. Finally the user switched back to the original analyzer but still received no signal, after restarting the analyzer session they were able to receive signal. The device remains in use. No patient complications have been reported as a result of this event.